Manufacturer narrative:
Exemption number: e2015015. The device does not have a 510 (k) but was once improperly sold in us and is being reported since there still are 2 units installed in patients. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) - the dentist reported that after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the patient presented bone type IV and immediate load was performed.